Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that all of the keypad buttons had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: the keypad buttons responded normally and were functional. No contamination was found on the keypad buttons. The keypad cover was found to be torn. Unrelated to the keypad issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).